Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock lead impedance values. During the procedure, the implantable cardioverter defibrillator (ICD) had to be exchanged because it was not compatible with the replacement lead, but it was noted to be operating as expected prior to the procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported.